Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was boot up issue. During troubleshooting, the fse found that the host pc did not power on and having an issue in smps. The fse confirmed that the cause of the problem is due to the host pc and replaced it. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.